Event description:
Procedure: vats. According to the reporter: tissue was difficult and scarred due to the lung disease. The surgeon had difficulty placing the sulu properly to tissue. The sulu was clamped and reclamped several times. As the surgeon had the sulu partially clamped on tissue and the sulu was partially still in the trocar, the sulu disengaged from the handle. The surgeon was able to reconnect the sulu with the instrument intra-operatively. The surgeon then proceeded to fire the device on tissue, then retracted the black knobs. The sulu remained locked on tissue. They were unable to open the jaws or maneuver the sulu off of the lung. The surgeon converted to an open thoracotomy to remove the sulu from tissue. The case was delayed 30-40 minutes. There was no significant bleeding. The patient is recovering.

Manufacturer narrative:
.